Manufacturer narrative:
Final device analysis for the lead revealed no anomalies.

Event description:
It was reported that during lead replacement surgery, the patient did not have a motor response to test stimulation of their implanted lead. The patient also could not feel any stimulation sensation. The lead was replaced and a motor response was achieved using the same test stimulator. It was noted that the patient had "no reported problems." Additional information had been requested, but was not available as of the date of this report.